Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused tazobactam/ piperacillin during therapy (dose, programmed amount unknown). The infusion was set up as a secondary infusion, the medication was set at a specific (unknown) rate and drops were observed to be flowing in the chamber of the secondary bag. After the infusion time for the medication to be completed, the secondary bag seemed full despite pump showing the dose (ml) had been infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.